Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie lid was not detected closed. The technical support specialist dialed into the station and found the cubie unload screen was up, and the system displayed the message 'please, close the lid.' The user was unable to move forward or backward using any button. Then the cr app was terminated in task manager, which allowed the customer to release the cubie when back on the cubie unload select screen. The same steps were followed for the other two cubies whose lids were not detected as closed. The customer verified the resolution and authorized the case to be closed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using then bd pyxis¿ medbank tower, the cubie lid had not been detected closed. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.